Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
During tips procedure multiple passes were made towards the portal system and the needle kept deflecting further then anticipated. During inspection of the device it seems the needle bend additionally during the passes made. Visually the needle looked bent at the point between nitinol and stainless steel. The system was used as designed per IFU.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. A review of returned product from the customer was performed. Visual inspection of the device did not identify any damage to the device. Since the product complaint mode could not be duplicated during evaluation, the complaint was not confirmed and no further evaluation is needed at this time. If additional information is available in future, a follow-up report will be submitted accordingly.

Event description:
During tips procedure multiple passes were made towards the portal system and the needle kept deflecting further then anticipated. During inspection of the device it seems the needle bend additionally during the passes made. Visually the needle looked bent at the point between nitinol and stainless steel. The system was used as designed per IFU.

Event description:
During tips procedure multiple passes were made towards the portal system and the needle kept deflecting further then anticipated. During inspection of the device it seems the needle bend additionally during the passes made. Visually the needle looked bent at the point between nitinol and stainless steel. The system was used as designed per IFU.

Manufacturer narrative:
The sample is indicated as returned and is pending investigation. A follow-up report will be submitted once the sample has been investigated.